Manufacturer narrative:
H6 medical device problem code 2017- failure to follow steps, contrast incorrect. Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was not confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. It should be noted coronary dilatation catheters, nc trek rx, instruction for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unlikely that the IFU violation contributed to the reported difficulty. It was reported by the account that pure undiluted contrast was used in the procedure. It should be noted that the (IFU) specifies that the contrast is 60% contrast medium diluted 1:1 with normal saline. Contrast that is more concentrated can lead to slower inflation and deflation times. In this case, it is likely that the concentrated contrast solution contributed to the reported deflation issue. The investigation determined the reported deflation issues appears to be related to user error; however, the reported difficulty removing the device appears to be related to operational context. Furthermore, it is likely that the reported difficulty removing the device resulted from the balloon being removed partially inflated as deflation could not be achieved. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na.

Event description:
Additional information: it was reported that the device was not prepped outside the patient prior to use and pure contrast was used during inflation. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the 60% stenosed left main coronary artery. The 5.0x8 mm nc trek balloon dilatation catheter (bdc) was used for post dilatation of a stent and was inflated once to 12 atmospheres. After post dilatation, it was found that the nc trek bdc would not deflate. Negative pressure was held for 8 seconds. The bdc was removed with the guiding catheter and guide wire as a single unit and when out of the anatomy, the nc trek was noted to still be partially inflated and stuck inside the guiding catheter. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.